Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "defect reports that on (B)(6) 2020, after placing the catheter, the dilator and the breakable sheath, we found that the catheter did not pass through the sheath and, after several attempts, we had to remove the dilator, the sheath and proceed to insert a new catheter. This meant subjecting the patient to a high risk of complications. We have kept the material." It was reported the device was replaced. No patient harm or injury reported. There was a delay in therpay. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "defect reports that on (B)(6) 2020, after placing the catheter, the dilator and the breakable sheath, we found that the catheter did not pass through the sheath and, after several attempts, we had to remove the dilator, the sheath and proceed to insert a new catheter. This meant subjecting the patient to a high risk of complications. We have kept the material." It was reported the device was replaced. No patient harm or injury reported. There was a delay in therpay. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one product lidstock, dilator/sheath assembly, and catheter body for evaluation. Visual examination revealed the returned peel-away sheath was partially torn, though the majority of the sheath body was still intact. After the sample failed functional testing, the transition of the catheter body to two legs was microscopically examined. It was noted that the outer diameter appeared slightly larger where the legs were split. The outer diameter of the catheter body measured to be 0.206" which is within specifications of 0.201-0.207" per product drawing. The outer diameter of the catheter body was again measured at the transition point to the two legs and the distal ends of the legs. These points measured to be 0.216" and 0.220", respectively, which is not within specifications of 0.201-0.207" per product drawing. The inner diameter of the distal tip of the peel away sheath measured to be 0.212" which is within specifications of 0.209-0.212" per product drawing. The inner diameter of the proximal end of the peel away sheath could not be accurately measured as it was partially split. The returned catheter was attempted to pass through the returned peel away sheath. When inserting, significant resistance was encountered, and the sheath began to split. The catheter was unable to pass through the returned sheath. A lab inventory catheter and sheath were obtained to compare. The lab inventory catheter was able to pass through the returned sheath with minimal resistance. However, when passing the returned catheter through the lab inventory sheath, significant resistance was again encountered. This confirmed that this defect was specific to the returned catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "introduce catheter through hemostasis valve/sheath and advance to desired position." The customer report of catheter/sheath resistance was confirmed by complaint investigation of the returned sample. The returned catheter was unable to pass through the returned sheath. A device history record review was performed with no relevant findings. The returned catheter failed dimensional inspection, indicating that manufacturing caused or contributed to this event. A non-conformance request has been initiated as part of this complaint investigation.